Event description:
The manufacturer became aware of an allegation related to a rep dreamstation auto CPAP device. The manufacturer received information alleging sarcoidosis, stage 4 kidney disease, and renal stenosis. No medical intervention was required by the patient. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on 01/21/2024, and section h11 should be reported as: the manufacturer became aware of an allegation related to a rep dream station auto CPAP device. The manufacturer previously received information alleging sarcoidosis, stage 4 kidney disease, and renal stenosis. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During evaluation secondary findings were observed. The device's downloaded logs were reviewed by the manufacturer. There were 4 error codes found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box h: evaluation method code, evaluation results code, component code and conclusion code grid has been updated. Recall (z) number was missed to captured in previous report and it was updated in this report.